Event description:
A 40 yr old white female g2p2 status post submuscular inframammary 270cc dow corning gels for augmentation 6/1/81. Pt reports decreased size times 3 yrs. Right greater than left with firmness and pain greater on right than left. Pt had history of motor vehicle accident in 1987 and 1990 with rib fractures, didn't notice specific trauma to breasts. Arthralgias, myalgias, paresthesias, fatigue, adenopathy, hot flashes, headaches, neurocognitive problems, sicca, rashes, raynauds, shortness of breath, gastrointestinal/genitourinary problems, increased cholesterol. Otherwise healthy.